Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house generator and passed energy recognition test. There was no physical damage observed on the blade during testing that would have caused energy recognition failure. The instrument was fully functional. No product issue was identified. The instrument was found to have a completely missing teflon pad. The teflon pad is missing from its original position at the distal end. The missing piece is approximately "0.4155 x 0.1105". The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.